Event description:
The customer advised tubes are not filling all the way, stopping half way through. Occurrences with a few racks.

Manufacturer narrative:
Complaint: (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were provided. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.